Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump is not delivering insulin. Customer was nauseated and vomiting. The blood glucose reading at the time of the event was 450 mg/dl. Physician stated that insulin pump was under-delivering insulin. Hospital treated with insulin drip. Nothing further reported.